Manufacturer narrative:
On january 6, 2022, mentor received additional information indicating that the patient was given a diagnosed of right breast capsular (baker grade IV). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: caved in and misshaped nipples. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, suffered a right upper chest that became extremely hard and sitting high, armpit to nipple that caved in and misshaped. The patient was diagnosed with right breast capsular contracture (baker grade unknown). The patient felt that the implants are way too big for her and did not like the sizing and how they look. In addition, the patient's nipples were redone, going from round to oval. The patient did not like the sizing and how the breast implants look. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.